Manufacturer narrative:
Additional information regarding product evaluation is pending. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).

Event description:
A customer reported during a procedure, the system did not work under phaco. Replacing the handpiece did not correct issue. In a f/u, the customer reported the system did not recognize the handpiece. Another system was used to complete surgery without pt harm or injury.